Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter has black marks on the display. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at approximately 9:00am. It is not known how the patient was managing her diabetes regimen or what action she took at the time the alleged issue began. The patient claimed she woke up feeling shaky, that she immediately tried testing after. In spite of her symptom, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient had used the subject meter before and had not misused the meter. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptom started before the reported issue first occurred. There was no indication that the patient's symptom deteriorated since the patient denied receiving any form of medical intervention after the product issue occurred. However, this complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 29, 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked / broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.